Manufacturer narrative:
Dario's representative attempted to troubleshoot with the user, however the user was unable to at that time and requested to be contacted at a later date. Following the user's request, multiple attempts were made to follow up with the user, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a difference of 10 mg/dl in her bg readings from her dario meter, when taking measurements from different fingers.